Event description:
It was reported that during an acl case, the footprint ultra pk suture anchor 4.5 broke and some parts flew out but could not be found. The insertion site was not cleared prior the insertion of the anchor. A 4.3mm drill bit was not found and the surgeon decided to use a 3.5mm drill bit that was the biggest size in the in-house set. The broken parts were retrieved with forceps and suction. The procedure was successfully completed without delay using a smith and nephew back up device in another bone hole. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device did not contribute to the reported event. A review of the customer provided image found the fractured anchor next to the shaft of the device. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Our clinical investigation concluded: since no patient complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this compliant would be re-assessed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in an acl case, the footprint ultra pk suture anchor 4.5 broke and it was seen that some parts of it flew out but could not be found. The insertion site was not cleared prior the insertion of the anchor. A 4.3mm drill bit was not found and the surgeon decided to use a 3.5mm drill bit that was the biggest size in the in-house set. The broken parts were retrieved with forceps and suction. The procedure was successfully completed without delay using a smith and nephew back up device in another bone hole that was drilled. No patient complications were reported.